Event description:
It was noted that on several occasions, the pt experienced withdrawal symptoms 4-5 days prior to his pump refill. In 2007, the low reservoir volume alarm had been set at 3 mls to prevent gi symptoms. It was noted that the pt had numerous gastric problems and it was unk if they were all related to the pump refill dates. Several days prior to the pt's pump refill in 2009, the pt was quite ill and went to the ER with gastric symptoms (severe nausea and vomiting) and was treated with IV "maxeran" and dilaudid; the pt was too ill to keep anything down orally. The pump was refilled in the same month, and the drug (dilaudid) concentration was changed; a bridge bolus was programmed. The pt was seen six days later, and the pump was programmed back to complex continuous. The pt had a "pumpogram" and rotor test done the following month, with everything checking out fine. Sometime between 2007 and 2009, the low reservoir setting was changed back to 2 ml from the 3 ml setting. It was changed back to the 3 ml to prevent the symptoms from potential under-delivery of medication prior to refill date. It was noted that the pt's pump was in the 7th year of operation and plans were made to have it replaced the following month.